Event description:
This customer reported that there was a failure to discharge during a "test". There was no report of patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.